Event description:
It was reported that, following an abdominal hysterectomy, the patient developed a wound infection. The patient was treated preoperatively with flagyl. Then during the surgery, the patient was treated with cefotan. The suture was used to close the sheath and peritoneum. The infection was treated with antibiotics.